Event description:
Caller reported a malfunction on the pump following several x-rays and a cat scan, during which the pump was worn and not removed as per procedure. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support was set to replace the pump, but the patient needed to have a parent call to complete the replacement process due to an inability to verify the shipping address on file. Pt's legal guardian called back and confirmed new address. Cts to send out RMA pump.